Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was off by 7 minutes; cause was unknown. Customer's blood glucose level was 282 mg/dl. Tandem technical support instructed the customer to correct the time.